Event description:
It was reported that the user received a low glucose alert on the ilet with a cgm value of 68 mg/dl on the first day of use, while a contemporaneous fingerstick measured 94 mg/dl; education was provided on expected glucose variability during the initial training period, appropriate confirmation of alerts with fingerstick testing, and treatment of lows per clinician guidance. Symptoms included a reported low glucose alert without confirmed hypoglycemia. Outcomes included no injury, no medical intervention beyond self-monitoring and education, and no hospitalization. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed a discrepancy between cgm and fingerstick readings consistent with sensor-related variance or early adaptation to automated insulin dosing, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with user-reported alert without confirmed clinical hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.